Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was condensation under the insulin pump's keypad. The customer also reported that there was a constant tone coming from the device. Blood glucose level at the time of the incident was over 100 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.